Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that when the smart control 6 x 40 stent delivery system was taken out of the packaging, it was noted that the stent was already partially unsheathed and partially deployed a few mm. The device was not clinically used in the patient. There was no reported patient injury. The product is available for inspection. The product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. A non-cordis stent was used to complete the procedure successfully. The target lesion was a biliary duct/common bile duct. No additional product issue was noted post-procedure or prior to shipping. No additional information is available.

Manufacturer narrative:
The report received from the field indicated that when the smart control 6 x 40 stent delivery system was taken out of the packaging, it was noted that the stent was already partially unsheathed and partially deployed a few mm. The device was not clinically used in the patient. The product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. No additional information is available. The product was not returned for inspection. One non-sterile smart control, iliac 6x40 was received coiled inside a plastic bag. The unit was observed deployed and the stent was received. The locking pin was observed in place. One kink was observed at 11cm to ID band. No more anomalies were observed. Usable length was measured and was found acceptable. Despite the unit was received deployed; functional test was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the kink condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. The failure ¿stent delivery system (sds)/ deployment difficulty- premature/prior to use" reported by the customer was confirmed since the unit was received deployed; however functional and dimensional analysis were performed and no anomalies were observed. The exact cause of the reported failure condition could not be conclusively determined. Handling and procedural factors could be contributed to this condition. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. With the information available it is not possible to draw a clinical conclusion between the device and the reported event.